Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of low on cgm due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.